Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure in the middle esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy and the handle stopped turning. Another speedband device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of bands failed to deploy. Reported event of handle broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that only the ligator head was returned for analysis and residue was noted on the ligator head indicating use/handling. The suture was broken with a portion still attached to the ligator head. All seven bands were present on the ligator head and moved out of position. The ligator head teeth were slightly damaged. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure in the middle esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy and the handle stopped turning. Another speedband device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.